Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2015 with a bifurcated stent, a suprarenal aortic extension, and two limb stent grafts. A follow up computed tomography (CT) showed a type 3a endoleak or potential type 3b endoleak. The physician is not able to determine where the endoleak is coming from on the CT scan. The physician is planning a secondary intervention to repair the endoleak. There has not been a secondary intervention scheduled at this time.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak of the main body stent. There was also evidence to support these additional observations; on (B)(6) 2016 embolized l3 lumbar arteries and on (B)(6) 2016 there was aneurysm sac growth identified and a type 2 endoleak from lumbar arteries. The clinical evaluation additionally found these potential contributing factors to the reported event; off label use due to patient anatomy, use of non-endologix stents, and multiple patent lumbar arteries. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information, the patient had a previous endovascular procedure to repair a type 1b endoleak and a type 3a endoleak on (B)(6) 2016. The physician implanted a infrarenal aortic extension into the iliac limb and used a non-endologix gore stent to resolve the issue. The patient had an additional secondary intervention completed on (B)(6) 2017. The physician confirmed a type 3b endoleak and elected to implant an additional bifurcated stent to seal the endoleak. The patient is reported to be doing well.